Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colon biopsy performed on (B)(6), 2010. According to the complainant, during the procedure, the clip opened however, when they made an attempt to close the clip, the clip broke into two pieces and fell into the patient. It was reported that there were no attempts to retrieve the clip. In addition, the physician did not have any concerns leaving the clip to pass naturally. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - (clip broke). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.